Manufacturer narrative:
The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient fell and experienced pain and nerve damage. Nevro attempted to obtain a medical assessment regarding the nature of the pain and nerve damage but was unsuccessful. The patient was receiving effective pain relief prior to the fall. There have been no reports of further complications regarding this event.